Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the common iliac artery. An express ld iliac/biliary stent was advanced and crossed the lesion. The physician then wanted to change wires however during removal of the guide wire, the stent came off the stent delivery system (sds) balloon in the external iliac artery. The stent did not embolized after it was detached. Another guide wire was advanced through the detached stent and a 0.018 balloon catheter was slightly inflated to anchor the stent. The physician was then able to advance and deploy the stent in the intended target lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.